Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 09/10/2020. Investigation conclusion one mz1000 sample was received for investigation with residual fluid present; no packaging was received with the sample, however the customer indicates the affected lot number to be 19126128 or 19095540. Further information regarding the event was not available to assist the investigation. A visual inspection identified a crack at the edge of the female luer adaptor; leakage was observed from the crack during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 19126128 and 19095540 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature could not identify a definitive root cause for cracks to the luer of the maxzero; however it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance based on the information available, it is not possible to determine which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: the reported feedback suggests that there was a leakage. This is a report about leakage of infusion fluid from maxzero. When ensuring patency with saline through maxzero connected to PICC hub, no leakage was observed. Infusion was then started with dexart 3.3 mg (two 1-ml vials) and aloxi 0.75 mg/50 ml, and infusion fluid leaked from maxzero. After replacement by new maxzero, no leakage was observed. No health hazard to patient was reported.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19126128, medical device expiration date: 2022-12-18, device manufacture date: 2019-12-10, medical device lot #: 19095540, medical device expiration date: 2022-09-13, device manufacture date: 2019-09-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: the reported feedback suggests that there was a leakage. This is a report about leakage of infusion fluid from maxzero. When ensuring patency with saline through maxzero connected to PICC hub, no leakage was observed. Infusion was then started with dexart 3.3 mg (two 1-ml vials) and aloxi 0.75 mg/50 ml, and infusion fluid leaked from maxzero. After replacement by new maxzero, no leakage was observed. No health hazard to patient was reported.